Manufacturer narrative:
Based on the fse's investigation, it has been determined that the system error code experienced by the site occurred due to a damaged cable from the patient back plane (pbp) to the right cart brake. The cable was replaced to repair the system. This complaint is being reported due to the following conclusion: the site experienced a persistent system error code 814 while docking the da vinci surgical system to the patient, resulting in abortion of the planned surgical procedure by the surgeon. There was no allegation of any patient harm as a result of the reported event.

Event description:
It was reported that while docking the da vinci surgical system to the patient, the site experienced system error code 814. The site performed an emergency power off (epo) of the system; however, the issue persisted. Due to the reported issue, the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date. No patient harm was reported. A field investigation performed by the distributor field service engineer (fse) was able to replicate the system error code 814 experienced by the site. During functional testing of the system, the fse was able to generate system error code 814 after installing a test cannula onto a patient side manipulator (psm) arm on the patient side cart (psc). After troubleshooting the issue, the fse determined that the system error code 814 was associated with the cable from the patient back plane (pbp) to the right cart brake. The fse found that there was a break in the cable, thus generating the system error code 814 experienced by the site. On (B)(6) 2014, the initial reporter of this complaint provided additional information regarding the reported event. According to the initial reporter, the patient underwent the rescheduled surgical procedure with the da vinci surgical system on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014 and did not experience any post-surgical complications.